Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the metal part that holds the knife of the sulu broke. The surgeon could not find the metal part measuring 12 x 6 mm, it is presumably still in the pt.